Event description:
A patient reported experiencing inaccurate high reuslts with a ot ultra meter. The patient's blood glucose results were 364mg/dl, 259mg/dl. Tests were done less than 10 minutes apart with a difference of 30%. Patient did not experience any adverse events. No further information has been reported.